Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to confirm/reproduce the reported complaint. The instrument was found to have conductor wire breakage at the weld and subsequent thermal damage at the weld point of the yaw pulley to the conductor wire. Additionally, thermal damage was found on the conductor wire's insulation, conductor wire cap, distal idler pulleys, and ceramic sleeve. The instrument failed the electrical continuity test. The root cause of the conductor wire break at the weld failure is attributed to device design and manufacturing. The thermal damage to the conductor wire's insulation is attributed to a component failure. Additional observations not reported by he site that are not related to the customer reported complaint were identified. The instrument was found to have a dislodged ceramic sleeve. No missing material was found. The root cause of dislodged ceramic sleeve is attributed to manufacturing. Additionally, the instrument was found to have the hook in the wrong orientation when in home position. A review of the instrument log of the permanent cautery hook (part # 470183-11/ lot # n11210125-0160) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 5th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event were available for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted hemicolectomy surgical procedure, a permanent cautery hook instrument started to smoke and was subsequently found to have conductor wire breakage at the weld. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, a permanent cautery hook instrument started to smoke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to request additional details about the event. However, as of the date of this report, no further information has been provided.